Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was up to 450 mg/dl. The customer had noticed that the infusion set cannula was bent. The customer declined troubleshooting for these issues. The insulin pump was not returned or replaced.